Event description:
The customer reported a falsely elevated total human chorionic gonadotropin (thcg) result that was obtained on a patient sample on a advia centaur xpt instrument. The erroneous result was reported to the physician(s), who requested a redraw of the patient. The new sample was tested on an alternate advia centaur xpt instrument. The result obtained on the latter sample was lower than the erroneous result. The result obtained on the latter sample was reported, as the correct result, to the physician(s). The initial sample was also repeated on the alternate advia centaur xpt instrument and the repeat result correlated with the result obtained on the latter sample. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated thcg result.

Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center to report a falsely elevated total human chorionic gonadotropin (thcg) result that was obtained on a patient sample on a advia centaur xpt instrument. Calibration and quality controls (qcs) were acceptable on the day of the event. A field service engineer (fse) observed a deposit around the sample injection hole, which was determined to originate from a leak on the sample probe and the aspiration probe 3. A siemens customer service engineer (cse) was dispatched to the customer's site and addressed the leak by replacing a syringe, which returned the instrument to normal operation. The cause of the falsely elevated thcg result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.